Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4)/215953767, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the electrode was overstimulating. There was no known patient impact reported.

Manufacturer narrative:
Analysis for the mainframe found that the customer's issue could not be verified. There was no fault found with the device. The device was tested and passed all manufacturing specifications. Analysis for the patient interface found that the customer's issue could not be verified. The wave washer was replaced due to a loose cable clip and torn decal. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.